Manufacturer narrative:
Eval: results - (other): visual inspection of the returned product found one haptic torn off and missing and the other haptic torn at the haptic/optic junction. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated that the surgeon attempted to insert a cq2015 collamer three piece lens and the haptic tore. There was no pt contact or injury.